Event description:
During a tonsillectomy procedure, the physician was reportedly utilizing a coblator ii surgery system. Intra-operative, the physician noted that the controller was making strange noises, in addition the display screen would go in and out in visibility. The physician ultimately switched to a suction bovie to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available.